Event description:
Customer reported a stator error is displayed when system is moved to lateral position. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended. This MDR is related to ge healthcare.